Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d5, operator of device.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra-delsys, model #: mc1avr-delsys / expiration date: 14-nov-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 08-jun-2020. Labeled for single use? Yes . (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), the device was repositioned four t imes due to high thresholds and low r waves. After finding acceptable placement, physician felt a lot of resistance when trying to remove the delivery system by cutting the tether. The tether was not able to be pulled, and the device was decided to be recaptured in the device cup. The device was dislodged after applying a lot of tension and was recaptured. A clot was found in the delivery system upon removal. The procedure was successfully completed with a replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Mc1avr1-delsys d10: yes, return date: 11-sep-2020 h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 4315 product event summary: the full delivery system was returned and analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was knotted. The delivery system tether was frayed. The delivery system inner tubing was kinked/buckled. The delivery system tether was cut. There was a mechanical problem with the outer shaft of the delivery system. The delivery system outer shaft was cut. Blood was observed in the lumen of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup.the inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The outer shaft is prayed at 5 cm from the distal end of the delivery system. Thre outer shaft is cut at 22 cm from the distal end of the delivery system. The articulation test could not be performed due to the delivery system was returned with the tether damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.